Manufacturer narrative:
:Tegaderm 1657r dressings from lots 334l9m, 334ccl and 334cw9 was received by 3m qa for analysis. Dressing samples were tested for gel adhesion to steel and chg content. All test results met acceptance criteria and no product quality issues were identified. 3m will continue to monitor. End of report.

Manufacturer narrative:
The sample has not been received for analysis. The sample will be evaluated, when received.

Event description:
A facility in (B)(6) reported an (B)(6)-year-old female with a cvc, brach PICC line for antibiotic deliver developed skin lesions with use of a tegaderm¿ dressing, 1657r. The dressing was on for 7 days. Multiple dressings had been applied. Prior to dressing applications, chloroprep/chg, chlorhexidine gluconate and cavilon¿ no sting barrier film were used. The chg plate was reportedly adhered to the patient's skin prior to removal. The facility alleged when the tegaderm¿ dressing was removed, some of the patient's skin came off. The lesions presented under the chg gel pad. The patient had no prior history of skin conditions or sensitivity to adhesive. Tegaderm¿ chg was discontinued, catheter was removed, and a new line was placed. The skin reaction healed.